Event description:
Device 1 of 2, reference MFR report #: 1627487-2018-01224. Follow up revealed that effective therapy was restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-01224. It was reported that the clinical study patient experienced high impedances due to a broken extension. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the extensions were replaced.